Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
In response to the advisory describing the potential for a device circuit error to occur while the device is processing an atrial-sensed event, the implantable pulse generator (ipg) was prophylactically replaced. No device malfunction was observed while the device was in use, however, given the potential for loss of device functionality, the ipg was explanted and replaced to preclude harm to the patient. The right ventricular (rv) lead exhibited undersensing. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
After review of the manufacturing date, it was determined that device is not part of the previously mentioned advisory. There were no performance allegations against the device.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Returned product analysis was performed and no anomalies were found. The device was returned and screening analysis was performed, but no issue was identified requiring full analysis. If information is provided in the future, a supplemental report will be issued.